Event description:
The table tilted forward when a heavy pt was placed on the cradle in full extension. No injury was reported. This is a potential concern for pt falling from the table during CT exam.